Event description:
Patient presented for mr scan on (B)(6) 2020 of the right wrist. Scan completed without incident and patient discharged. Patient returned for surgery of wrist on (B)(6) 2020 and reported that her leg was burned during MRI study on (B)(6) 2020. FDA safety report ID# (B)(4).